Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a freestyle libre 3 sensor and a teflon infusion set, with a device glucose reading of 355 mg/dl and a contemporaneous fingerstick of 235 mg/dl after a recently announced meal; infusion set and tubing appeared intact, insulin volume was adequate, and glucose trended down during the call as the system delivered corrective insulin. Customer care provided support that included troubleshooting guidance. Investigation of this case revealed that the device delivered correction as designed and no device malfunction was identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention, no emergency treatment, and no hospitalization, with glucose declining to 206 mg/dl and trending down. It was concluded that the event was consistent with transient hyperglycemia with cause unclear and the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.